Event description:
Technician said that the bed would not go into reverse trendelenburg. He said that the hilow would go all the way down, reverse trendelenburg latch opens and then it stops. I asked him if anyone was injured by this bed. Technician said that no one was injured by this bed and the bed was in the hallway near engineering when this issue was discovered. Technician replaced the trend box assembly to resolve the issue.